Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the fusion oxygenator experienced leakage from the device prior to use. There was blood dripping out of the oxygenator. The use of the device was unspecified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information b5: it was reported that the fusion oxygenator experienced a leakage from the device during use. The device was replaced to complete the procedure. Medtronic received additional information that there was no leak at the tubing connection/connector, as the leak was at the bottom of the oxygenator. Medtronic received additional information that the oxygenator was primed with crystalloid fluid. There was approximately 5 to 20ml of blood loss. No transfusion was required. Medtronic received additional information that the leak was observed directly after starting bypass. Device evaluation summary: visual inspection showed evidence of a fiber leak with blood staining on the bottom of the fiber bundle. Pressure integrity testing was performed at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. The reason for the return was visually confirmed by the blood staining on the bottom of the fiber bundle. D5 (oper of dev): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.